Event description:
The reporter stated that they did meter to hcp meter comparison tests. The reading on their meter was 126mg/dl. A side test on their doctor's meter (type unknown) was 267mg/dl. Tests were capillary, using separate fingersticks. They did not have any symptoms. On followup, a control solution test of 111 was in range. Their technique of applying blood is accurate, and they check the confirmation dot on the test strip when testing. They stated that they insert the strip all the way into the meter. They clean their meter correctly. No harm was alleged.